Manufacturer narrative:
Zimvie complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two (2) years after the restoration was placed, the screw retained crown loosened enabling food / bacteria to become trapped that led to bone loss and implant failure at tooth site #14.